Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer reporting having issues with the infusion set with the not sticking. Customer stated blood glucose was in the 300 to 400 mg/dl range. Customer declined high blood glucose troubleshooting as customer treated with syringe. The insulin pump is not returning for analysis.